Manufacturer narrative:
The customer contacted a siemens technical applications specialist (tas). The tas reviewed the data provided. The tas found the customer's quality control (qc) was out at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed passing service methods. The cse found the water purification module (wpm) was giving an alert "resistivity less than set point". The cse found the customer replaced the q-gard with a pro-gard. The instrument gave an alert and the cse correctly replaced the q-gard. The cause of the discordant, falsely elevated potassium, carbon dioxide and phosphorus results is from a human factor issue due to the operator incorrectly installing the q-gard. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium, carbon dioxide and phosphorus results were obtained on multiple patient samples on a dimension vista 1500 instrument. For potassium, the customer repeated the same sample on the same dimension vista 1500 instrument for sample ids (B)(6), resulting lower. The customer repeated those same samples (except sample ID (B)(6)), on an alternate dimension vista instrument, resulting lower than the initial result. The customer repeated the same sample on the alternate instrument, but not the original instrument, for sample ids (B)(6), resulting lower. For carbon dioxide, the customer was not able to repeat the sample as the sample was expired. For phosphorus, the customer repeated the same sample on the same dimension vista 1500 instrument, resulting lower. The customer repeated the same sample again on an alternate dimension vista instrument, resulting lower than the initial result. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium, carbon dioxide and phosphorus results.